Event description:
It was reported that during routine equipment eval conducted at the user facility by the MFR service tech, water was leaking out of the device. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device has been received for eval. The investigation is ongoing. A f/u report will be filed when the investigation is complete.